Event description:
Information received by medtronic indicated that the insulin pump turned off. Customer confirmed no physical damage to the insulin pump. It was stated that the battery cap was intact. Customer was advised to wipe the cap and battery compartment with cotton cloth and put in storage mode and to insert new battery and customer confirmed that the issue still persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display found on (B)(6) 2022. The device passed the displacement test, active current test, and self test. The device failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No blank display was noted during testing. Successfully downloaded history files and traces using thus software. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith). Device alarmed a low battery alert found on (B)(6) 2022 at 08:42:31.000 and was expected. Device was device open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube),cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and label damage. Blank display was not confirmed. Moisture damage was confirmed found on electric board, lithium battery, motor, and force sensor. High sleep current measurement was confirmed due to moisture damage on electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.